Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. A supplemental report will be submitted upon completion of the investigation.

Event description:
Simplex was used for stem fixation of competitor's artificial shoulder head. When cement was injected with cement gun and the competitor's stem was inserted, the cement solidified and the stem could not be inserted. Removed out the stem, but cement remained in the medullary space and could not insert the stem. Decided to prepare instruments the next day and will operate again.

Manufacturer narrative:
Product available to stryker. An event regarding setting time involving a simplex bone cement was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was returned. Lot details were not provided to complete retain sample testing. Medical records received and evaluation: not performed as no medical records were provided. Device history review: not performed as lot information was not provided. Complaint history review: not performed as lot information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product details and/or product return are needed to complete the investigation for determining a root cause. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
Simplex was used for stem fixation of competitor's artificial shoulder head. When cement was injected with cement gun and the competitor's stem was inserted, the cement solidified and the stem could not be inserted. Removed out the stem, but cement remained in the medullary space and could not insert the stem. Decided to prepare instruments the next day and will operate again.